Event description:
Additional event information received on 11/19/2018. It was reported by the affiliate that the implants breaks during intra-operative procedure. It was not broken to 2 or more pieces. The patient's bone quality is normal. There was no surgeon off axis. They used different holes on the meniscus, not bone. The needle angle is normal, it's 12 degree. There are multiple tears on meniscus. The surgeon was fully depress the trigger until it click and the tip of the needle was still in scope view. The surgeon penetrate the meniscus all the way to the depth stop. The repair was completed with partial meniscectomy. The surgeon was not able to use a probe.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available. Associated medwatch report number: 1221934-2018-55301.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during a meniscus repair surgical procedure, it was observed that the truespan implants devices slipped out after pulling the suture. The doctor opened another truespan but the implants also slipped out. Both implants were taken out from patient's body. The surgeon removed the damaged meniscus manually by using the grasper to complete the surgery. It was reported that the meniscus could not be repaired. It was not reported a medical intervention was performed to correct the damaged meniscus. It was not reported if there was a prolonged hospitalization. The patient's status post-surgery was unknown. . All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.